Event description:
In 2005, the patient's family member contacted lifescan alleging the patient's one touch ultra meter was reading in the incorrect units of measurement. The medical affairs specialist was unable to contact the family member by phone,as the number provided was an incorrect number and n phone number is published in the phone directory. A letter was sent to the family member. The family member told the lifescan customer care representative (ccr) "they were not aware, until they received the unit of measurement product notificatin letter " that they should contact lifescan. Results obtained on the reported meter were not provided. The family member said that the patient was admitted to the hospital ER with ketoacidosis. The patient took insulin prior receiving medical attention; however, the patient's diabetes treatment regimen and specific insulin taken at the time of concern were not provided. The patient said the patient was treated with "lots of fluids and a medication" at the hospital; the family member did not recall the medication name. The date and time of the hospitalization were not provided. The ccr confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct units of measurement. The family member denied having recently changed the units of measurement in the meter settings. The meter, test strips, and control solution were replaced.